Manufacturer narrative:
The device was not returned for analysis. A review of the production records and corrective or preventive actions (CAPA) was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. It was reported that the balloon catheter interacted with the patient¿s heavily calcified, moderately tortuous, and 90% stenosed lesion during advancement, resulting in the reported difficulty during advancement. Manipulation of the catheter, when resistance was encountered, may have resulted in balloon damage, contributing to the reported balloon rupture. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was performed to treat the mid left anterior descending artery (lad) with heavy calcification, moderate tortuosity and 90% stenosis. The 2.0x8 mm nc trek neo balloon dilatation catheter (bdc) was advanced to the target lesion with resistance noted with the anatomy. During the first inflation the balloon ruptured at 16 atmospheres. The bdc was removed and replaced with a non-abbott device and the procedure was completed. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.